Event description:
It was reported that one day post implant the device was explanted due to lv lead impedances greater than 2500 ohms and loss of capture. It was noted that during the implant the lv impedance was greater than 2500 ohms after multiple attempts to re-seat the connector pin and the impedance eventually was normal at 608 to 616 ohms. No patient complications were reported as a result of this event.

Manufacturer narrative:
It was reported that one day post implant the device was explanted due to lv lead impedances greater than 2500 ohms and loss of capture. It was noted that during the implant the lv impedance was greater than 2500 ohms after multiple attempts to re-seat the connector pin and the impedance eventually was normal at 608 to 616 ohms. No patient complications were reported as a result of this event. (B)(4).